Manufacturer narrative:
Analysis was normal. No anomalies were found. The reported event of backup was confirmed. The device was successfully restored and upgraded during testing.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. During a firmware update, the pulse generator reverted to backup operation. In a period of six hours, the patient began to experience intolerance to effort, severe hypotension, dyspnea at rest and in the prone position, and premature ventricular contractions. Due to the patient's condition and pre-existing conditions along with the fact that the patient lives 4 hours from the facility, furosemide was urgently administered and the pulse generator was removed and replaced. The patient was recovering after the event.